Event description:
The hcp reported that the pt developed an infection at the device pocket. Cultures obtained were negative for staph. The pt was treated with oral antibiotics and the system explanted. The infection is reported to have resolved.